Event description:
Dealer called in advised that the caster wheels were not touching the ground he ordered the gas cylinders to be replaced.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.